Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from product process.

Event description:
The complaint involved a patient who underwent knee revision surgery on (B)(6) 2019. The original surgery is dated (B)(6) 2018. The reason for revision is reported patient infection. During the revision, the tibial insert and retaining bolt were removed and replaced with new components.